Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it wasn¿t working and it missing a component (cone sleeve) and could not be fully tested. Therefore, the reported condition was confirmed. The assignable root cause was determined to be to loctite degradation and/or improper handling and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint ankle replacement surgical procedure, it was observed that the quick coupling device was not working. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.